Event description:
Prior a lap colon procedure, the 4-0 stud broke off the handpiece while tightening with the torque wrench prior to the beginning of the case. Replaced hand piece. There was no reported pt consequence.